Event description:
Pump was reported to overinfuse during clinical use, an unknown size bag of dopamine was set to infuse at rate of 3.6ml/hr. It was noted sometime later that it was infusing faster than intended. It was noted pt was turning red so the nurse stopped drip. The pt recovered with no injury and no medical intervention was required.